Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device. Abbott technical support was contacted, the session records were reviewed, and incorrect interpretation of signal was suspected to be due to programming. The device was reprogrammed to resolve the event. The patient was in stable condition.